Manufacturer narrative:
(B)(4). Date sent: 10/21/2020. D4: batch #u5de05. Investigation summary the analysis found that one plee60a device was returned with no apparent damage and with one gst60b reload loaded on the device. The reload was received fully fired. The manual override door was noted to be out of position and the override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and tested for functionality in the straight position with a test reload, however, did not achieve and complete its firing sequence. The device was again tested for functionality by manually pressing on the door above the firing switch actuator. This time, the device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The test door was removed and an intermittent function of the switch was noted, as the device would only operate when the switch was manually pressed down. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. No conclusion could be reached as to how the firing switch actuator become damaged. It should be noted that as part of our quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap roux and y bypass procedure, the plee60a locked on tissue. During the first firing, the stapler correctly fired and deployed staples, but as the knife blade was returning to the home position, it stopped. The surgeon used the manual override to return the knife blade to it's home position and was able to successfully remove the stapler from the tissue. The staple line was inspected and was intact. The reload was inspected and noted that because the stapler was positioned on tissue a few cms from the proximal end, staples were deployed into the jaws where there was no tissue. The procedure was completed with another plee60a. The case was delayed by five minutes. No patient consequence occurred.